Event description:
It was reported that the right atrial (ra) lead dislodged. The physician attempted to reposition the ra lead, but could not manipulate it so the lead was explanted and replaced. It was also reported that the left ventricular (lv) lead dislodged. The physician also attempted to reposition the lv lead, but it would not advance far enough into the vessel for the physician to feel comfortable so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.